Event description:
Customer's caregiver reported when they tried to apply the adc freestyle libre sensor, it "did not stick" and thus was unable to test. Customer experienced symptoms described as "vascular collapse, fainting/sleeping" and lost consciousness. The customer came to consciousness by him/herself, and was able to self-treat. No third party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information - section d4 (device manufactured date) & (expiration date) have has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed with the returned sensor. Inspected plug assembly; no failure mode was observed. Unable to perform further investigation because the applicator and sensor pack were not returned. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported when they tried to apply the adc freestyle libre sensor, it "did not stick" and thus was unable to test. Customer experienced symptoms described as "vascular collapse, fainting/sleeping" and lost consciousness. The customer came to consciousness by him/herself, and was able to self-treat. No third party treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer's caregiver reported when they tried to apply the adc freestyle libre sensor, it "did not stick" and thus was unable to test. Customer experienced symptoms described as "vascular collapse, fainting/sleeping" and lost consciousness. The customer came to consciousness by him/herself, and was able to self-treat. No third party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted.